Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the implantable cardiac monitor exhibited oversensing of p waves. Programming changes were made. The patient was stable and will continue to be monitored.